Event description:
A patient reported experiencing inaccurate low results with a sure step enhanced meter. The patient's blood glucose results were 139 versus the labs 180 mg/dl. Tests were done within 11-20 minutes. Patients did not experience any adverse events.